Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage check was performed and failed.

Manufacturer narrative:
B5 -product returned for investigation -exterior physical visual inspection: passed -voltage check: failed d9 --device available from investigation g6 --follow up 001 h2 --device evaluation h3 ¿yes. Device evaluation attached. H6 --10, testing of actual/suspected device.